Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the hot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The occurrence rate did not exceed the control limits for the trending categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system and sheath shaft liner torn was unable to confirmed, as the device was not returned for evaluation and no pictures or videos were provided despite requests. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿there was resistance experienced when advancing the delivery system into the esheath (about mid-sheath) due to suspected patient tortuosity.¿ it was noted that the tortuosity was located at the anterior angle of the aaa (abdominal aortic aneurysm). Per the IFU precautions, safety and effectiveness has not been stablished in patients with access characteristics that would preclude safe placement of 14f or 16f edwards esheath introducer set, such as severe obstructive calcification or severe tortuosity. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Tortuosity can create a challenging pathway for the device advancement that can lead to resistance. Therefore, available information suggests that patient factors (tortuosity) may have contributed to the resistance during insertion of the delivery system. It was also reported: ¿during withdrawal, the delivery system was getting caught at what appeared to be the distal sheath and there was difficulty when trying to withdraw the delivery system back into the sheath and force was used to remove the devices as a unit.¿ as the delivery system was caught at the distal tip of sheath with withdrawal difficulty, it is likely that excessive device manipulation during the delivery system retrieval through the sheath resulted in the liner tearing. Available information suggests that procedural factors (excessive device manipulation during delivery system retrieval through sheath) may have contributed to the liner torn. However, a definitive root cause could not be determined at this time. The complaints were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the event was likely related to patient and/or procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective actions are required.

Manufacturer narrative:
Additional information: g3 updated for the user facility number. This reported is related to user facility number: (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: patient age and dob.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04382.

Event description:
As reported by a field clinical specialist (fcs), there was there resistance while advancing the delivery system into the esheath. The resistance was felt about mid-sheath due to suspected patient tortuosity. The delivery system was believed to have been pushed out the side of the esheath and through the aneurysm. As the device was attempted to be brought back into the e-sheath for removal, the delivery system balloon catheter became disconnected from the delivery catheter. The delivery system was unable to be retrieved from the patient. Upon removal, examination of the e-sheath revealed it appeared that the e-sheath expandable seam was split and separated near the distal portion of the e-sheath. The patient expired and the cause of death was due to rupture of the abdominal aortic aneurysm (aaa). The fcs clarified, that they did not inflate the balloon and that the delivery system was not observed exiting the sheath under fluoroscopy. It was confirmed that the loader was fully inserted into the esheath, and that the delivery was in the full position during insertion. The insertion angle was in line with the esheath, it was not acute. The vessels were not pre-dilated. During withdrawal, the delivery system was getting caught at what appeared to be the distal sheath. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. They were concerned they had ruptured the aaa when they were unable to retrieve the delivery system back into the distal sheath tip. However, the exact time of when the rupture occurred (during insertion or upon withdrawal) is unknown at this time. There was no retained volume in the balloon and the delivery was completely unflexed prior to removal. The facility will not be releasing the devices to edwards for evaluation.